Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The provided device-related photo was reviewed, and the following was observed: the sheath shaft appears cut close to the comnut. The valve is potentially present within the sheath hub. The imagery confirms the complaint event. 3mensio imagery revealed undersized vessels, calcification, and tortuosity in the patient's right access vessel. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically. Available information suggests patient factors (undersized vessel, calcification, tortuosity) likely contributed to the event as these patient factors are present in the patient's access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance between system components leading to the inability to advance through the sheath was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (sheath insertion technique) and/or use error (premature loader removal) likely contributed to the event as it was reported, "the physician felt that the valve was stuck in sheath due to poor support of the sheath as the sheath was inserted in the vessel with cutdown. The loader cap may have been pulled back prematurely as safari wire also was pulled back out of ventricle at about the same time." Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or non-coaxial alignment between devices. Premature loader retrieval can introduce misalignment at the loader-sheath junction, leading to resistance during delivery system advancement. The loader is designed to facilitate a smooth transition of the crimped valve through the sheath hub. When not properly inserted, discontinuity at this interface may cause friction or catching interactions between the valve and sheath hub. The complaint for difficulty inserting dilator was confirmed empirically. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per imagery review, undersized vessel, calcification, and tortuosity were present in the patient's access vessel. Calcification and undersized vessels can create a constrained condition that may cause resistance during insertion of the dilator. Tortuosity can also create sub-optimal angles that may further contribute to the reported resistance. As such, available information suggests patient factors (undersized vessel, calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure by right surgical cutdown, the patient had a femoral cutdown prior to sheath insertion due to severe peripheral vascular disease. Difficulty was encountered during insertion of the 14f esheath into the patient and insertion of the esheath dilator. The patient was initially ballooned with a 7mm balloon and sheath insertion was attempted, but the sheath was unable to be fully inserted as it was held up in common iliac. The sheath was pulled back, and the area was ballooned with an 8mm balloon. The sheath was able to be inserted. Difficulty was encountered during insertion of the 23mm commander delivery system through the esheath. The delivery system and 23mm sapien 3 ultra resilia valve were stuck in the purple portion (sheath hub/housing) and did not exit the tip of the sheath. The physician felt that the valve was stuck in sheath due to poor support of the sheath as the sheath was inserted in the vessel with cutdown. The loader cap may have been pulled back prematurely as safari wire also was pulled back out of ventricle at about the same time. The delivery system was removed, and the valve was left in the sheath hub. The sheath was removed separately. The physician decided after the first valve got stuck that he wanted to upsize to a larger 16f sheath for more support and to decrease push force. The sheath was left in after tavr. The vascular surgeon removed the sheath with excessive bleeding and vascular rupture was noted. Covered stents were placed by the vascular surgeon in the or. The patient was in stable condition. The perceived root cause of the right common iliac rupture was either sheath insertion or ballooning. There was no damage to any edwards devices.